Event description:
The reporter experienced both er1 and er2 messages on her meter. She remembers the blue dot on the meter, but doesn't remember checking the color chart. She requested a new meter even though she knows the meter is not attached.